Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the alarms were not audible due to a speaker malfunction on the intellivue mx400 patient monitor. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient/user injury or harm was reported.

Event description:
The customer reported that the alarms were not audible due to a speaker malfunction on the intellivue mx400 patient monitor. It is unknown if the device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.